Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the inner cover of the liberte' 2.75x24mm bare metal stent was not sealed. There was no contact with the pt. The procedure was completed using a different device. Pt status post procedure is noted as stable.